Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. Patient reported tilted neurostimulator (ins). Patient stated the ins was sticking out on the top and recessed on the bottom. Caller redirected to healthcare provider. No symptoms reported. No further complications were reported/anticipated.